Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista access. Based on photographic evidence paint was damaged with missing particles on main tube and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturers reference number: (B)(4).

Manufacturer narrative:
Initial reporter was a clinical engineer. Based on photographic evidence paint was damaged with missing particles on main tube and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events it was confirmed that there was no serious injury or worse reported due to paint peeling on volista in the last 5 years. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of paint peeling is moderate. A root cause analysis was performed by subject matter experts and concluded in the factory investigation report 2018-087-b ¿paint chips on product due to impact¿. According to the report, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced (user manual IFU 01781 en 16, pages 38-39). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. H3 other text: device not returned to manufacturer.